Event description:
According to the reporter, during procedure, the device clear plastic rubber that insulates the spinal tip cautery came loose intraoperatively and fell off. Patient was unharmed and the cautery tip was exchanged for another spinal tip which also fell off but at the end of the procedure when the cautery tip was no longer needed. Both tips were accounted for during counts and no objects were retained within patient's surgical site. X-ray was not necessary. There was "not" any additional medical procedure needed to remove the piece from the patient. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: e1455, e1455 the edge ent/ima electrode x50 (lot #: 243650102r). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.